Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin did not "flow through the tubing" as intended. There was no reported adverse impact to customer's blood glucose level. The cartridge and infusion set was changed to resolve the issue.